Event description:
The customer reported to olympus that the evis exera iii xenon light source image was too bright when viewing tissue and organs. The issue occurred during a diagnostic esophagogastroduodenoscopy procedure. No error messages were displayed. The physician elected to complete the procedure with the same device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer changed the brightness mode from manual to auto, which resolved the brightness issue. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. Corrected data fields b3 and d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, the root cause of the problem could not be identified. Olympus will continue to monitor field performance for this device.